Event description:
A report was received that the patient underwent a pocket revision due to migration. The patient is reportedly doing well after the revision.

Manufacturer narrative:
Patient age and date of birth not available. Patient weight not available. Device remains in patient. This is a final report.